Event description:
It was reported that during preparation for a coronary procedure the device's outer box was open. While unpacking the constellation catheter for preparation, the technician noticed the catheter's exterior box was open upon arrival. The technician was unsure whether the sterile barrier had been broken around the catheter. They did not use this catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unknown.

Event description:
It was reported that during preparation for a coronary procedure the device's outer box was open. While unpacking the constellation catheter for preparation, the technician noticed the catheter's exterior box was open upon arrival. The technician was unsure whether the sterile barrier had been broken around the catheter. They did not use this catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: during visual inspection, it was observed that clear packaging tape had been applied on the side of the white carton (outer box) where the bsc label had been applied. This label which had been put on during manufacturing was found partially ripped. The packaging tape was then removed and the box opened. Upon inspection, the catheter was found still fully sealed inside its original tray. A visual inspection was performed under the microscope and no breach of the sterile barrier was found. No tears, rips or holes were found on the pouch. There was also no damage to the tray or the tyvek. A labeling review was conducted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).